Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (96 percent stenosis degree) in the severely tortuous ostial lad. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes, corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is mildly kinked in its center and one strut is slightly bent outwards. Stent imprints on the exposed balloon surface indicate that the bent strut was initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. In addition, the device tip is mildly kinked and shows indentations at its distal end. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is mildly kinked in its center and one strut is slightly bent outwards. Stent imprints on the exposed balloon surface indicate that the bent strut was initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. In addition, the device tip is mildly kinked and shows indentations at its distal end. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.